Event description:
Middle-aged male with spina bifida to ed (emergency department) with uti (urinary tract infection). Indwelling catheter removed was "gunky". Bardex all-silicone foley catheter inserted and drained 20cc. Bladder scan revealed 160cc in bladder. Attempted to irrigate catheter without success. Foley removed and another one tried and drained dark red urine with small clot. No known harm to patient. Manufacturer response for catheter, urethral, bardex all-silicone foley catheter (per site reporter), will obtain.